Event description:
It was reported that the centrimag motor had a bent locking screw. Motor repair and a loaner were requested. The damage to the screw was identified at the start of shift safety check to ensure the pump was seated correctly. The screw was halfway in and was very hard to screw in or out. The motor was in use on a patient, and it was stated that the event did not result in any adverse consequences.

Manufacturer narrative:
Section a: patient information was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: catalog number and primary UDI corrected. Section d5: operator of device corrected. Sections h5 and h8: corrected. Manufacturer's investigation conclusion: the reported event of a bent locking screw was confirmed via evaluation. The centrimag motor (serial number (B)(6)) was inspected at the service depot. Visual inspection revealed that the set screw was damaged. The centrimag motor unsuccessfully connected to a mock loop as the set screw was unable to turn. A new locking feature was installed, and the issue was resolved. The motor was functionally tested and was found to operate as intended. The serviced and repaired motor was returned to the customer site after passing all tests per procedure. Information provided by the account stated that the damage was identified during a safety check to ensure the pump was seated correctly. The motor was in use on a patient, and it was unsure how the damage occurred. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.